Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the device tested positive for the following microbes. The all channels: unspecified microbes (1 cfu/endoscope).the distal end: unspecified microbes (1 cfu/endoscope). The testing result cleared the french guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus france (ofr). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the device tested positive for escherichia coli (150 cfu). This loaner device was sampled after transport to the user facility and before reprocessing by the customer. Other detailed information was not provided. There was no report of infection associated with this report.